Manufacturer narrative:
The evaluation findings of scope: chipped rod lenses, bent shaft with broken fibers. The distal window has residue and is pitted.

Event description:
Per the facility, during a holep procedure the scope was found to have a burn mark on the end of it. Per the investigation findings the doctor was not burned.

Manufacturer narrative:
The complaint has been re-opened after further review it was found that contrary to the original incident description of "surgeon burned caused burn mark on it" it was determined by the facility that the surgeon was not burned but instead burned the tip of the scope and the scope did not malfunction. Therefore, the decision made to file a malfunction MDR will be revised and a supplemental MDR will be submitted.